Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv reagent, list 06c37, that has a similar product distributed in the us, architect anti-hcv, list 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that (B)(6) architect anti-hcv results were generated for six patient samples tested on (B)(6) 2013 using reagent lot 29738li00. The samples tested western blot (B)(6). Patient #5 (sample ID (B)(6)) (B)(6) results were (B)(6). No adverse impact to patient management was reported.